Manufacturer narrative:
This device referenced in this report has been returned to olympus for evaluation. The reported phenomenon was not reproduced. A series of stress tests were conducted such as twisting the video cable, giving a light shock to the distal end, heating the distal end, and angulating the bending tube in full, however, the phenomenon was not reproduced. The device passed the leak test. The exact cause of the reported event could not be conclusively determined at this time. There was no abnormality possibly associated with the reported phenomenon in the manufacturing records of the subject device. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the user facility experienced an image difficulty with snow noise during inspection before use. They completed the intended procedure of right hemicolectomy with another device. The spare device was the same model as the subject device. The image difficulty was noticed before the subject device was inserted into the trocar; however it is unknown whether it occurred before or after the patient was anesthetized. Olympus service engineer was dispatched to the facility to confirm the reported phenomenon. There is no patient injury reported.